Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was offline. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer arrived at the station where there was no power, which was traced to drawer number five in the main cabinet. A field service engineer replaced both the drawer controller board and the controller board configured in the storage space configuration. They tested a hardware testing application, and the customer logged in, confirming that the inventory drawer station was functioning as intended. The system functioned as intended after the field service engineer repaired the device.